Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. It was reported that during procedure the patient had a pericardial effusion. The caller reported that the effusion was discovered right after the transseptal puncture was completed. It was stated that the transseptal puncture was anterior on the intracardiac echo. The transseptal was completed using a versacross wire with a was sheath. After transseptal, the was sheath was exchanged for a non-boston scientific (bsc) medium curl vizigo sheath. After the sheath exchange the physician advanced the non-bsc octaray catheter into the left atrium and at that point checked for effusion. Once the effusion was discovered the physician pulled the non-bsc octaray catheter out and withdrew the non-bsc vizigo sheath to the right atrium. The physician advanced the non-bsc soundstar catheter into the right ventricle to monitor the effusion. The patient was monitored for approximately 15-20 minutes in the procedure room and continued to be stable. A transthoracic echocardiography was completed, and it was determined that the effusion was not expanding. The patient was transferred to recovery room for further monitoring.